Event description:
Caller reported patient experienced a low blood glucose level of 28 mg/dl, police found him wandering around confused, and his wife was called and she brought medicine to bring his blood glucose level back up; type of medicine is unknown. Patient was not capable of self- treatment. Caller stated patient declined to go to hospital. Patient uses a competitor's insulin pump. Caller stated patient attributed his low blood glucose level to a crimp in the infusion set tubing. Requested return of the alleged infusion set for evaluation.